Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic for follow-up. Loss of capture was observed. Patient then presented to the hospital for lead replacement. During lead revision, the left subclavian vein was found to be stenotic, therefore a new system was implanted with access from the right cephalic vein. After the surgery, patient developed symptoms of a trans-ischemic attack which were resolved after fifteen minutes. Patient experienced no permanent damage and was started on medication.